Manufacturer narrative:
The customer was advised to return the device to bench repair for exchange of device under warranty. The device was returned to bench and immediately went to scrap, no evaluation, therefore, the complaint allegation cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Under the customer warranty plan, they received a replacement device in exchange to return the defective device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
It was reported that the mx40 monitoring disappeared and didn't alarm at the central station. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.